Manufacturer narrative:
Investigation summary: based on the information available, the observed damage would not cause or contribute to the reported clinical event. The reported patient symptom of urethral atrophy is a known risk associated with artificial urinary sphincter and is noted as such in the ams 800 instructions for use. Device history record (DHR): a DHR and ship history review cannot be performed as the lot# was not available. Device technical analysis: upon receipt at our post market quality assurance laboratory, the returned cuff, balloon, and pump were visually and microscopically inspected and tested for leaks. Scaling was observed on the cuff backing, balloon, and the pump kink resistant tubing (krt). Light circumferential cuts were also noted near the end of the cuff krt. The window quick connector of the pump was also found to be damaged. Inspection of the remainder of the device did not reveal any other damage or irregularities. Product analysis was not able to conclusively identify the most probable cause of the reported urinary incontinence and atrophy. Labeling review: the ams 800 instructions for use (IFU) was reviewed. The patient symptoms of urinary incontinence and atrophy were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent a replacement surgery with this artificial urinary sphincter (aus) due to recurring urinary incontinence caused by a suspected atrophy. It was noted that the incontinence significantly worsened approximately two years prior to explant despite continued cycling of the cuff; the patient required the usage of pads. No further information was reported.